Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was also noted that there was also occasional undersensed r-waves and high rate non-sustained episodes due to the twos. The rv lead remains in use. No further patient complications have been reported as a result of this event.